Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room due to low blood glucose on unknown date in (B)(6) 2017 with blood glucose of around 40 mg/dl. The low blood glucose was treated with carbohydrate intake. The customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.